Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for the last 2 years, patient is having to charge implantable neurostimulator (ins) more, they feel like the ins is dying, they aren't feeling therapy like they used to and the recharger is taped up as there were exposed wires. Caller stated that patient had turned amplitude to 20 ma and wasn't feeling anything and received a message that it was "at its max". Caller stated that it is taking patient 1-2 hours to charge ins. Caller noted that at lead incision site, they can see a spot/lump that hadn't always been like that and they don't know what it is (possibly the lead or anchor). Caller checked impedances and reviewed various reference electrodes which showed impedances were all green with values ranging from around 700-900 ohms. During the session, caller received message on the tablet that system was in out of regulation. The issue was not resolved through troubleshooting. Tss reviewed reprogramming electrodes have viable impedances but caller stated they attempted that and patient would feel a something but then a s they went higher, patient wouldn't feel stim any longer. Caller stated they are going to have healthcare provider (hcp) obtain imaging to see if leads have migrated at all and go from there. A replacement recharger was sent out.